Event description:
It was reported that: pt was had pain at hip joint for one day. Pt does not want to provide any additional information at this time. She does not want to be contacted at this time. She mainly had questions about the recall. She will see her surgeon and may call back.

Manufacturer narrative:
At this time. The pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.